Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was unable to establish telemetry and troubleshooting steps were taken to no avail. Follow-up with the clinician indicated that the patient has not sent a transmission recently, or had a device check done. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.